Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to a flattened button dome switch. Unable to verify the battery out limit alarm due to the unresponsive button. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported, the insulin pump alarmed button error. Customer's blood glucose was 172 mg/dl. Customer reported the device got pushed up against customer and the device alarmed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.